Manufacturer narrative:
The used company cartridge was not returned. The lens model was provided, but not the specific diopter. It cannot be determined if the lens was in the qualified diopter range. A qualified handpiece was indicated with a non-qualified viscoelastic. The company cartridge damage could not be verified as the product was not returned. The root cause for the reported company cartridge damage may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was indicated. It is also unknown if the lens was in the qualified diopter range. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the cartridge split, and the surgeon was unable to insert the lens into the eye. Another cartridge with a different lot number was used to deploy the lens correctly. Additional information has been requested and received stated that there was no patient harm. Additional information has been received stated that iol would not go through the cartridge all the way as the cartridge was cracked. The lens was not implanted.

Manufacturer narrative:
Two used company cartridges were returned. Each used cartridge was inside of a folded pouch that was taped closed. Sample one: inadequate viscoelastic¿was dried in the cartridge. Stress lines were observed in the thick nozzle cone wall. Heavy stress lines were observed on the cartridge tip on all sides. The cartridge wings displayed evidence of handpiece use. The reported ¿split¿ damage was not observed. The heavy stress lines at the tip area may have been interpreted as the reported complaint. Sample two: inadequate viscoelastic¿was dried in the cartridge. Stress lines were observed in the thick nozzle cone wall on the anterior and posterior. Heavy stress lines were observed on the cartridge tip on all sides. The heavy stress lines enlarged to a posterior tip aneurysm at the tip exit. The cartridge wings displayed evidence of handpiece use. The observed tip aneurysm at the posterior of the tip may have been interpreted as the reported complaint of ¿cartridge split¿. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model was provided, but not the specific diopter. It cannot be determined if the lens was in the qualified diopter range. A qualified handpiece was indicated with a non-qualified viscoelastic. Neither cartridge was ¿split¿ as reported. However, the heavy stress lines on both, and the tip aneurysm on one sample may have been interpreted by the customer as the reported complaint. The root cause may be related to a failure to follow the IFU, an inadequate amount of viscoelastic was observed and it is also unknown if the lens was in the qualified diopter range. Per the instruction for use IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The manufacturer internal reference number is: (B)(4).